Event description:
Procedure type: unk. According to the reporter: after the instrument closing the cutting process is impossible. The opening and releasing of the tissue was very hard and the device was pried off with an add'l tool. The operative time was extended by more than 30 minutes due to this problem and there was tissue damage. There was no blood loss of 250cc or more due to this problem.

Manufacturer narrative:
(B)(4).